Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a shoulder joint dislocation repair, the osteoraptor anchor was fractured when screwing in. All the broken pieces were successfully retrieved from the patient by tweezers. Non-significant delay was reported, and the procedure was finished with a smith and nephew back up device used in the originally drilled bone hole. No void was left in the patient. No further complications were reported.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The insertion device was returned with no anchor fragments or suture material. There is debris on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and comply with provided percentage composition specifications as measured by ash test. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.